Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose of 300-400 mg/dl for the past couple of days. Her normal blood glucose level is 160 mg/dl. She has been injecting insulin via syringe to lower her blood glucose. She stated that when she removes the infusion site headset there is a raised knot at the site. She stated that on one occasion when her blood glucose was elevated she noticed the cannula of the infusion site was slightly dislodged but was still in her skin. The patient was sent replacement infusion sets. Upon follow up on (B) (6) 2010, the patient stated the replacement product was working well and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.